Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture baker iii/IV, rupture, and "biofilm formation on the surface of implant". Article citation: larsen, andreas et al. ¿transcriptome of capsular contracture around breast implants mimics allograft rejection: a matched case-control study.¿ plastic and reconstructive surgery, 10.1097/prs.0000000000011938. 24 dec. 2024, doi:10.1097/prs.0000000000011938. Continued e1 phone number: (B)(6).

Event description:
Through journal article "transcriptome of capsular contracture around breast implants mimics allograft rejection: a matched case-control study¿, five patients with allergan biocell implants were affected by capsular contracture baker grade unknown, rupture, and "biofilm on the breast implant surface". Affected sides are unknown. Biopsies verified "biofilm formation on the surface of implant". The device statuses are unknown.